Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed of a kink in the telescope assembly at 72.6 cm from femoral marker to the proximal end. The imaging window assembly was detached from the blue sheath assembly at the lap joint when the device was received. The telescope cannot advance the transducer distal housing (tdh) to the most distal position due to the detachment, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. During impedance testing, electrical short at distal was observed. Full image characterization testing cannot be performed based on the returned condition of the catheter. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, no discernible defect could be seen. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on investigation completed on (B)(4) 2015. It was reported that the device failed to cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used in order to visualize the target lesion. However, the device was unable to cross the lesion due to its severe tortuosity and moderate calcification. The procedure was then completed using a different device. No patient complications were reported and the patient's status is good. However, device analysis revealed that the imaging window assembly was detached from the blue sheath assembly at the lap joint.